Event description:
(B)(4). It was reported that following a coronary stenting procedure, stent thrombosis occurred. In (B)(6) 2012 the concentric, 100% stenosed chronic total occlusion, de novo target lesion was located in the bifurcation in the proximal left anterior descending artery (lad) and was 25 mm long with a reference vessel diameter of 3 mm. The lesion was noted to have a significant bend of <=45 degree, timi flow 0, with thrombosis and no aneurysm. Pre-dilatation was performed, no dissection occurred. A 3.0 x 28 mm promus element stent was implanted at 6 atms. After post-dilatation was performed, the image showed thrombosis. The thrombosis was aspirated and a non bsc stent was implanted at the lesion; however, it was not improved. Dilatation was performed with an unspecified device which resulted in improvement. The procedure was completed. Approximately one or two weeks after, follow up angiography revealed the lesion at proximal lad. A non bsc stent was implanted and pci was done. The patient's status was stable. In (B)(6) 2012 the patient was discharged. In (B)(6) 2013, 6 month follow up was performed.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).